Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 306 mg/dl on the advantage meter and 96 mg/dl on a professional's meter within 10 mins. The discrepant results were obtained at the physician's in 2007. No action taken based on device results. No adverse event reported. No qc's were used. Requested return of suspect device and replacement was sent. Accu-check advantage sys: meter, comfort curve test strip lot # 549631, exp date 05/31/2008.